Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called for assistance with turning stimulation off. They stated it didn't work and they had to have a catheter put in. They had it for the bladder and it never emptied their bladder for them. They said at first it seemed to work, then it didn't and they kept trying to figure it out. They said it stopped working after the first week. The patient was walked through turning stimulation off.